Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted into the left axillary/subclavian artery in a 64-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), the patient's foley bag was removed and the patient was anuric for several days. The patient then urinated hematuria upon urinating for the first time. It is unknown if the hematuria resolved. After 16 days, the device was successfully weaned. The post-procedure outcome is survived at explant. While on support, the device functioned as intended at p-5 at 3.1l/min with d5w sodium bicarbonate in the purge solution. The reported hematuria can be attributed to traumatic foley insertion and/or the impella's anticoagulation and purge requirements.

Manufacturer narrative:
B5: added additional information regarding patient outcome.

Event description:
The patient survived explant.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The root cause of the injury was not determined due to insufficient clinical details.